Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal tip of the device is fractured. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl repair, the biorci screw 7x20mm was used for femoral fixation but it was noticed that the tip of the screw was broken, the screw was removed and another screw was placed. The procedure was completed without surgical delay using a smith and nephew back up device. The patient's health was not affected and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).